Manufacturer narrative:
The reported set screw anomaly was not confirmed in the laboratory. A torque driver was able to engage all set screws and all set screws could tighten and secure leads normally.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial port of the device would not tighten on the lead. The device was not implanted. The patient condition was fine.